Event description:
It was reported that the vns patient had been experiencing an increase in seizures. The patient had four seizures in a week while previously had 1-2 seizures per month. Patient trauma is not believed to have caused or contributed to the high impedance. It was noted that the patient¿s lead impedance had recently dropped from dcdc 2 to dcdc 0. No known surgical interventions have occurred to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient was doing better and that the patient's seizure activity had calmed down. The physician increased patient's vns output current and the device is not near eos.

Event description:
Additional information was received that the patient had a fall and that the seizures had increased since then. The patient¿s seizures are less than the pre-vns baseline. No known interventions were taken regarding the increase in seizures. As patient is violent, the physician noted that it is difficult to check the patient¿s vns.